Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the ventilation stopped during use (no vt displayed). After changing various parameters, there was still no inspiration or expiration. The ventilator was then replaced. No consequences for the patient were reported.

Manufacturer narrative:
The provided information and the log file were analysed for the investigation. The last device test of the infinity acs workstation cc was performed on (B)(6) 2019, the reported event took place on (B)(6), 2019. The log file shows that at the reported time the pediatric mode was set. In this mode, the values to be set, such as the tidal volume, are adapted to the needs of paediatric patients. The tidal volume can be adjusted from 100 to 3000 ml for adults and from 20 to 300 ml for paediatric patients. It is possible that in pediatric mode the maximum possible volume of breath is not sufficient for an adult patient. The screen shows at any time the set mode. The logbook indicates a faulty spirolog cable. The exspiratory flow measurement is used for the control and monitoring of ventilation. If these measurements are faulty, e.g. Due to a faulty sensor or contact problems to the connection cable, an influence on the ventilation is likely and exceeding alarm limits ultimately leads to alarm (volume, leakage, frequency). In the event of a failure of ventilation, the safety valve opens to the environment to allow the patient to breathe spontaneously. The instructions for use warns: if a fault is detected in the medical device, its life-support functions may no longer be assured. Ventilation of the patient using an independent ventilation device must be started without delay, if necessary with peep and/or an increased inspiratory o2 concentration (e.g., with a manual resuscitator). Other than initially reported, the logfile analysis shows that there was no stop of ventilation. It was found that the spirolog cable was faulty and consequently let to the adequate alarms. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the ventilation stopped during use (no vt displayed). After changing various parameters, there was still no inspiration or expiration. The ventilator was then replaced. No consequences for the patient were reported.